Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "pelvisoft."

Event description:
Procedure type: urological/gynecological. According to the reporter, the pt experienced pain and injury.